Event description:
The complainant reported that during repositioning, the implanted impella cp pump came back across the aortic valve. Attempt to re-advance the pump were unsuccessful and the decision as made to remove the device. There was no patient harm reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned. Clinical reports upon repositioning pump it popped out of the left ventricle (lv) and was unable to get it back across valve. The cause of the positioning issue was most likely use related as the pump was accidentally pulled out of the lv during repositioning.